Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with oversensing pvc¿s via merlin.net transmission. Review of the episodes revealed non-sustained rv oversensing probably caused by distinct ventricular ectopy or prior r-waves, double ¿counted r-wave, or intermittent oversensed noise. No programming could resolve the issue and medically addressing the issue was suggested. The freeze captures from the transmission showed a normal heart rate. The patient will continue to be monitored.